Manufacturer narrative:
Patient was an adult. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while administering album via a secondary set to a patient, the tubing would not flow (prime). When the nurse finally got the tubing to prime, it still would not drip from the line on the pump or free flow with the clamp open. The nurse finally clamped the primary tubing to initiate flow from the secondary tubing. A half hour infusion turned into an hour and a half. There was no harm to the patient.